Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon was torn longitudinally. There were numerous hypotube kinks. There was tip damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal balloon tear.